Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump powered up to a blank display screen with auditory and vibratory features. Pump casing was opened and the display screen was found to be undamaged. Investigation was unable to evaluate the alleged dim display issue, no conclusion can be drawn. Replacing the display screen with a test screen resulted in a display with clear and legible menus. Investigation concluded that the display connector wire had malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the text on the display was dim and faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.